Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the device not cutting could not be determined at this time as the event was unable to be replicated during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue of "not cutting" was not confirmed. The unit was inspected, tested and passed all functional tests and 2 hours burn-in test. Visual inspection found little dent at right side of top case. The unit needs full calibration and test. The current software is v3.03. The housing has multiple minor scratches. Review of fault log , the following errors were found : 400 ref 26, three times: generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. 400 ref 12, three times: footswitch mode pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. Footswitch that came in with the device was tested and no issue was found. The footswitch tested good. Investigation is ongoing. This report will be supplemented following completion of investigation.

Event description:
As reported, the device is not cutting. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury was reported.